Event description:
A manufacturer representative reported a consumer had her system explanted due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.